Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer was hospitalized in (B)(6) of this year for low blood glucose levels and abdominal pain. It was reported that the customer was put on levemir in addition to the insulin pump. However, this led to extremely low blood glucose levels. It was reported that the customer's blood glucose reading was around 40 mg/dl. It was reported that levemir was removed from the customer's therapy and she has been doing better. Product is not being returned or replaced.